Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the extension revealed no significant anomalies - extension ok but cut thru (suspected explant damage).

Event description:
The implantable neurostimulator and a portion of the extension were returned to the manufacturer from a funeral home with no return paperwork. The physician listed in the manufacturer's device tracking system for the pt was contacted to try and obtain additional information. The pt also had an implantable system for incontinence (see manufacturer's report number 30042091728-2009-00995.